Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer made back-to-back visits to the ER after receiving "hi" (greater than 600 mg/dl) readings on her blood glucose meter. At the hospital, her readings were considerably lower. During the call to customer support, the consumer admitted that she does not run regular control solution tests on their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. Meter and test strips will be returned for eval.